Event description:
Reportedly, last (B)(6) we were asked about a patient with a teo dr implanted as a replacement in (B)(6). Dr. (B)(6), with tilda r53 and tilda r60 leads from the previous implant. Programming atrial channel in bipolar was not possible, as shown in the attached video. (Video is from (B)(6) 2025, when they first noticed the issue. Hcp agreed to keep a close eye on this case in future follow-ups. Next one was in (B)(6) 2025). I then suggested the following (on (B)(6) 2025): have they been able to obtain manual impedance measurements in bipolar mode from the test screen? Possibly with a value above 3000? Have they checked that the lead was properly advanced into the is-1 connector? Did they perform measurements with the psa during the replacement to verify that the lead was not damaged (before or during the procedure)? Then, on the (B)(6), I get the following additional information from sales rep: this tilda r53 sn: (B)(6) is a lead implanted at (B)(6) on (B)(6) 2016, together with the tilda r60 sn: (B)(6) lead electrode and the reply 200 dr pacemaker with serial number (B)(6). Reviewing the last follow-up of this pacemaker on (B)(6) 2020, sensing in both the atrium and ventricle was in bipolar mode, and pacing was in unipolar mode. The ¿p¿ values were quite low but stable, and the impedance is very stable around 470¿490 ohms. On (B)(6) 2024, a pacemaker replacement was performed, implanting a teo dr with serial number (B)(6). During the replacement, atrial sensing was programmed in unipolar mode and ventricular sensing in bipolar mode. In subsequent follow-ups, atrial sensing appears borderline, with ¿p¿ values around 1.5¿2.5 mv. Impedance values remain stable around 450¿500 ohms. What is observed and noted is that atrial sensing cannot be programmed in bipolar mode, although they can perform the sensing test in bipolar mode. Sales rep could confirm that: 1. The impedance tests for both atrial and ventricular leads performed on the egm test screen do not seem to allow choosing whether the test is done in bipolar or unipolar mode. The tests performed during consultations have never shown any worrying values. 2. This issue has been detected during follow-ups; therefore, there is no indication of whether the lead was sufficiently advanced into the connector or not. 3. Since this was a replacement of a normally functioning system, no psa tests were performed. Sales rep reviewed the arrhythmia history of both the reply 200 and the teo and compared them: he took two mode changes from each device (pictures attached), and as it can be seen, in the atrial channel of the teo dr, noise is observed. Customer needs to know: why can sensing tests be performed in bipolar, but the permanent a sensing parameter cannot be programmed in bipolar can you suggest what is the origin of the issue? Connection problem? Damage lead? Other? We would appreciate the fastest possible answer (latest, on the (B)(6) 2026), in case they have to reintervene the patient and expert files of both devices are attached.

Manufacturer narrative:
Please refer to the attached report. Tilda atrial lead sn (B)(6), was implanted with a pm reply 200 dr, in (B)(6) 2016. The pm was replaced (due to normal battery depletion) in (B)(6) 2024. The tilda lead was connected to the new pm teo. Analysis of provided files revealed: atrial oversensing, most probably ventricular signal, since at least 2020 (when the atrial lead was connected to the previous pm) since the pacemaker replacement (implantation of the teo dr), in (B)(6) 2024: noise is present on atrial channel and the amplitude of the oversensing (ventricular signal) is increased. Atrial lead measurement was measured > 3000 ohms during in clinic follow up in (B)(6) 2025. Those high atrial lead measurements don¿t allow atrial sensing bipolar. No data available in (B)(6) 2024. Please find above the complete analysis performed by biotronik (tilda lead manufacturer) on the atrial lead tilda. ¿based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. As no x-ray was provided, and no additional tests or reintervention were performed by the physician, the cause of the oversensing could not be determined with certainty. Based on above observations, a connection issue between the teo dr and the atrial lead tilda cannot be excluded, and the integrity of the tilda lead cannot be assured.

Event description:
Reportedly, last 30th of december we were asked about a patient with a teo dr implanted as a replacement in (B)(6), with tilda r53 and tilda r60 leads from the previous implant. Programming atrial channel in bipolar was not possible, as shown in the video. (Video is from (B)(6) 2025, when they first noticed the issue. Hcp agreed to keep a close eye on this case in future follow-ups. Next one was in (B)(6) 2025). I then suggested the following (on (B)(6) 2025): ¿ have they been able to obtain manual impedance measurements in bipolar mode from the test screen? Possibly with a value above 3000? ¿ have they checked that the lead was properly advanced into the is-1 connector? ¿ did they perform measurements with the psa during the replacement to verify that the lead was not damaged (before or during the procedure)? Then, on the 12th of january, I get the following additional information from sales rep: this tilda r53 sn: (B)(6) is a lead implanted at hospital (B)(6) on (B)(6) 2016, together with the tilda r60 sn: (B)(6) lead electrode and the reply 200 dr pacemaker with serial number (B)(6). Reviewing the last follow-up of this pacemaker on (B)(6)2020, sensing in both the atrium and ventricle was in bipolar mode, and pacing was in unipolar mode. The ¿p¿ values were quite low but stable, and the impedance is very stable around 470¿490 ohms. On (B)(6) 2024, a pacemaker replacement was performed, implanting a teo dr with serial number (B)(6). During the replacement, atrial sensing was programmed in unipolar mode and ventricular sensing in bipolar mode. In subsequent follow-ups, atrial sensing appears borderline, with ¿p¿ values around 1.5¿2.5 mv. Impedance values remain stable around 450¿500 ohms. What is observed and noted is that atrial sensing cannot be programmed in bipolar mode, although they can perform the sensing test in bipolar mode. Sales rep could confirm that: 1. The impedance tests for both atrial and ventricular leads performed on the egm test screen do not seem to allow choosing whether the test is done in bipolar or unipolar mode. The tests performed during consultations have never shown any worrying values. 2. This issue has been detected during follow-ups; therefore, there is no indication of whether the lead was sufficiently advanced into the connector or not. 3. Since this was a replacement of a normally functioning system, no psa tests were performed. Sales rep reviewed the arrhythmia history of both the reply 200 and the teo and compared them: he took two mode changes from each device, and as it can be seen, in the atrial channel of the teo dr, noise is observed. Customer needs to know: - why can sensing tests be performed in bipolar, but the permanent a sensing parameter cannot be programmed in bipolar - can you suggest what is the origin of the issue? Connection problem? Damage lead? Other? We would appreciate the fastest possible answer (latest, on the 23rd of january, 2026), in case they have to reintervene the patient.

Manufacturer narrative:
The preliminary analysis revealed: - atrial oversensing, most probably ventricular signal, since at least 2020 (when the atrial lead was connected to the previous pm) - since the pacemaker replacement (implantation of the teo dr), in (B)(6) 2024: o noise is present on atrial channel and the amplitude of the oversensing (ventricular signal) is increased. O atrial lead measurement was measured > 3000 ohms during in clinic follow up in (B)(6). Those high atrial lead measurements don¿t allow atrial sensing bipolar. No data available in november 2024. Based on above observations, a connection issue between the teo dr and the atrial lead tilda cannot be excluded. Please find the complete analysis performed by biotronik (tilda lead manufacturer) on the atrial lead tilda. ¿based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. » x-ray are recommended to check the atrial lead connection, and the atrial lead integrity. Then, the physician should evaluate the benefit of a reintervention. If the lead or the device is explanted, it should be returned to microport for analysis.